Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. Successfully downloaded history files and traces using thump and carelink. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 19-nov-2025 listed on smartsolve due to insufficient data in the trace/history files. No under delivery anomaly anomaly noted. In further review of the formatted history file 1 week prior to the event date of 19-nov-2025, these pump error(s)/alarm(s) were noted. One no delivery alarm/insulin flow blocked alarm were found on 11/15/2025 at 11:09:45.000 during bolus delivery. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.4 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked lcd window, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The blood glucose value at the time of the event was 400 mg/dl. The hyperglycemia and diabetic ketoacidosis were treated with an IV insulin drip. The customer was hospitalized for more than 24 hours. The customer also experienced the symptoms of confusion, feeling sick, and blurred vision. The event involved product(s) mmt-332a, unomedical, mmt-7040a, mmt-1884l. Troubleshooting was not performed for the insulin flow block alarm, as the event was resolved in the past. Troubleshooting was performed for hyperglycemia. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. The customer also reported that the pump was under-delivering the insulin. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-7040a. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer responded that the device would be returned.